Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Positive immulite 2500 troponin results were generated on three different patient samples. The third patient sample result was positive but upon repeat it was negative. Patient treatment was not altered and there was no report of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Positive immulite 2500 troponin results were generated on three different patient samples. The first patient sample result was positive. A new sample drawn and the results were negative. A third sample was drawn and the results were positive. The second drawn sample was repeated and conformed positive. Patient treatment was not altered, and there was no report of adverse health consequences due to the discordant troponin results.

Event description:
Positive immulite 2500 troponin results were generated on three different patient samples. The second patient sample result was positive. The sample was repeated twice and was confirmed positive. Patient treatment was not altered, and there was no report of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.